Manufacturer narrative:
Supplemental report submitted to include additional information received through follow-up. Updated b5, b6, b7, and h6. B7: pmh of severe mr status post tmvr, ischemic heart disease, chronic combined systolic and diastolic heart failure, coronary artery disease status post coronary artery bypass grafting, interstitial lung disease, hypertension, hyperlipidemia, chronic kidney disease stage IV, iron deficiency anemia, carotid stenosis status post endarterectomy, peripheral artery disease, severe obstructive sleep apnea, former smoker (for > 50 years), stenosis of right subclavian artery, foot pain, metatarsalgia, fatigue, and chronic mesenteric ischemia status post stent. The investigation is in progress, a supplemental report will be submitted.

Event description:
Edwards received notification from enc clinical trial, mobile echo-genic structures on left atrial surface mildly abnormal motion of prosthetic valve is noted on 30 day tte. As reported, the patient underwent implant of a 29mm sm3 valve implanted within the m3 dock in the mitral position via transseptal approach. The implant was a success with no pvl. 6-month routine f/u tte indicates leaflet thickening. Subject is feeling better, less sob and tolerating increased activity. Worsening lvef on echo this admission of 40% from 53% w/ mild rv systolic dysfunction. Possible prosthetic mitral valve stenosis seen on echo with mild regurg. Severe pulmonary hypertension noted on echo this admission - suspect who group 2 and 3 with probable worsening hf the primary driver. Mediastinal lad on CT h/o mesenteric ischemia. The patient required medication and hospitalization. Per the discharge note, the patient was admitted in acute hypoxic respiratory failure with decompensated congestive heart failure due to prosthetic mitral valve stenosis. Mva 1.5 cm2 and mitral valve mean gradient of 24 mmhg. Of note, patient discontinued her post-tmvr anticoagulation with apixaban after 1 month due to gi bleed. Patient with noted severe pulmonary hypertension. Plan is for continued diuresis and transfer to another hospital for tee. Additional notification received stating that there was concern of valve thrombosis and the patient is being evaluated. The patient was started on coumadin & tte exam in june 2024. If no resolution at that time, would opt for a non-con cta to look for leaflet calcification vs halt (likely halt consistent with leaflet thrombosis that is now organized). Patient started on anticoagulation and will be reassessed at a later date.

Manufacturer narrative:
The device was not returned for evaluation as it remained implanted. Therefore, a no product return engineering evaluation was performed. A review of edwards lifesciences risk management documentation was performed for this case. The reported event is an anticipated risk of the transcatheter heart valve procedure, additional assessment of the failure mode is not required at this time. The complaint of valve increased gradient and valve regurgitation was confirmed from the medical report of the most recent tte performed at the 6-month follow up that showed elevated mean gradients, valvular regurgitation, and stenosis. The complaint of leaflet thickened was unable to be confirmed, however there was a notification received from site that suspected halt due to the concern of valve thrombosis, the patient was prescribed coumadin and a tte exam is scheduled in the future to confirm this complaint. A review of the IFU revealed no deficiencies. During the manufacturing process, all sapien m3 valves are 100% visually inspected for defects and 100% functionally tested for proper coaptation under physiological backpressure conditions prior to release for distribution. In addition, during valve assembly, leaflet tissue is submitted to thickness measurements. Therefore, it is highly unlikely that a manufacturing defect or device malfunction contributed to the event. Medical record indicates that the patient's tte revealed elevated mean gradients and valvular regurgitation. The patient was placed on an increased dose of anticoagulants due to suspected valve thrombosis. However, based on the available information, a definitive root cause was unable to be determined at this time. No device or labeling/IFU deficiencies were identified during evaluation. Therefore, no further escalation is required. Complaint histories for all reported events are reviewed against trending control limits monthly, and any excursions above the control limits are assessed and documented as part of this monthly review.

Manufacturer narrative:
Supplemental report submitted to include additional information received through follow-up. See below. The conclusion remains the same. Additional notification received stating that there was concern of valve thrombosis and the patient is being evaluated. The patient was started on coumadin & tte exam at 1 year follow-up. If no resolution at that time, would opt for a non-con cta to look for leaflet calcification vs halt (likely halt consistent with leaflet thrombosis that is now organized). Patient started on anticoagulation and will be reassessed at a later date. Per the one year follow up tee the ef was 53%. The tmvr was well seated with trace mr, and mv mean gradient of 8 mmhg. Per the progress notes, the physician stated that tmvr is working well with a mg very similar to initial post-procedure (6-8 mmhg). Sob a result of her heart failure/hfpef and recommend follow up with heart failure md. Continue warfarin. Follow up with encircle protocol.

Manufacturer narrative:
A supplemental MDR is being submitted to correct the reportability of the event previously reported. Additional information received via medical records state that the events were related to mitral valve thrombosis. The information available does not suggest the sapien m3 valve malfunctioned, or that the use or miss-use of the device caused or contributed to the reported thrombosis. The sapien m3 valve is not sold or marketed in the u.s by edwards, however it is considered similar to ew sapien 3 thv. Similar device reporting under 21 cfr 803 only requires reporting of reportable device malfunctions and serious injuries related to reportable device malfunctions. In this case a device malfunction did not occur, therefore this complaint is not FDA reportable.

Manufacturer narrative:
The investigation is in progress, a supplemental report will be submitted. The complaint device (sapien m3 valve - model 9880tfx) is not sold or marketed in the us; however it is deemed similar to the (sapien 3 valve - model 9600tfx29). H3 other text : remained implanted.

Event description:
Edwards received notification from an edwards clinical trial. As reported, 6-month routine follow-up tte indicated leaflet thickening. The subject was noted to be feeling better with less sob and tolerated increased activity. Additionally, worsening lvef on echo during admission of 40% from 53% with mild rv systolic dysfunction was noted. There was possible prosthetic mitral valve stenosis seen on echo with mild regurgitation. Severe pulmonary hypertension was noted on echo this admission. Who group 2 and 3 with probable worsening heart failure as the primary driver. Mediastinal lad on CT with a history of mesenteric ischemia. The patient required medication and hospitalization.